Manufacturer narrative:
The purpose of a device history record (DHR) review is to confirm that the device was manufactured in compliance with all established specifications. The reportable malfunction of foam degradation has been investigated extensively and is recorded under CAPA 7211. A device being manufactured out of specifications is not related to the root cause of foam degradation. Therefore a review of the device history record (DHR) is not required and will not be conducted. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for system one. A field correction action (2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file ¿ (B)(4) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿(B)(4) reflect the safety risk of design containing the pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.